Manufacturer narrative:
The calibration performed on 15-sep-2022 showed that signal 2 was slightly lower than expected. The qc on 28-sep-2022 was within - 2 sd and was within specifications. The customer stated that the serum volume was very close to the minimum volume or even lower. The precision study using negative and positive serums was within specifications. The alarm trace did not indicate any issues. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received a questionable elecsys hcg+b ver. 2 result for one patient sample tested on the cobas e411 rack. The initial result was not reported outside of the laboratory. The initial result of the undiluted sample in the primary tube was >10000 miu/ml with a data flag. The first repeat result using the sample diluted at 1:100 in a tube was 267.8 miu/ml with a data flag. The second repeat result of the undiluted sample in a hitachi standard cup was >10000 miu/ml with a data flag. The fourth repeat result using the sample diluted at 1:100 in a hitachi standard cup was 47779 miu/ml with a data flag. This result agrees with the patient and was reported. The reagent lot number is 614888 with an expiration date of 31-jul-2023.

Manufacturer narrative:
The investigation is ongoing.